Manufacturer narrative:
(B)(4). Batch # u5fa74. (B)(4). Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one pcee45a device was returned with a non-working firing mechanism and with two gst45g reloads present. The reloads were received unfired. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to evaluate the condition of the internal components and the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the device has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # u5fa74. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscopic partial pneumonectomy, the device could not be fired at the 1st firing. The cartridge was replaced, but the issue did not improve. Another device loading another cartridge was used to complete the case. When the device without the cartridge loaded was fired outside the patient for functionality, the knife did not move at all. Each of the sleds did not move. The battery was generated heat. There were no adverse consequences to the patient.